Event description:
It was reported that the pt experienced increasing spasticity despite high doses of lioresal (2000 mcg/ml at a daily dose of 4500 mcg). A volume discrepancy was noted at refill; 28.7 mls were expected, 29-30 mls were aspirated from the reservoir. Per the reporter, no device troubleshooting was performed. The pump and catheter were explanted and replaced; the baclofen dose was decreased to 2000 mcg/day following replacement. A possible catheter occlusion was suspected. A follow-up report will be sent if additional info becomes available to us.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.